Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50 x 20mm promus premier select drug-eluting stent, it was noted that towards the distal end, the shaft was broken. The device was not in contact with the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a p select ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. The crimped stent outer diameter was measured and was found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified a break in the mid-shaft extrusion 27mm distal of the hypotube/ midshaft bond. Twisting damage was also noted to the midshaft extrusion immediately proximal to the wire exchange port site. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50 x 20mm promus premier select drug-eluting stent, it was noted that towards the distal end, the shaft was broken. The device was not in contact with the patient. The procedure was completed with another of the same device. There were no patient complications.